Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the etco2 port is pushed in. A request for additional information regarding the incident has been sent and the response is not yet received. It is unknown if a patient was involved in the event. There was no report of actual harm reported with this complaint.

Manufacturer narrative:
Patient information, health impact grid and description updated.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the etco2 port is pushed in. Information obtained through good faith effort indicated the physical damage was discovered during preoperational checks and there was no patient involved at the time of the event.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the etco2 port is pushed in. Information obtained through good faith effort indicated the physical damage was discovered during preoperational checks and there was no patient involved at the time of the event.